Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient needed an MRI for the head. She started having headaches/migraines and her arms would become tight at night against her chest like she was having mini-seizures. She had the implant in 2013 and went through different programs. She went to get reprogrammed again and kept getting migraines and would wake up with her arms super tight against her chest. She had been reprogrammed many times and her final reprogramming was in (B)(6) 2014. She turned the device off because her body did not like the device and was getting migraines. Every time the device was on she would have migraines and tight arms. The headaches and migraines started in (B)(6) 2014. The patient did not know when the issue of arm being tight against the chest started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.